Manufacturer narrative:
Initial 1 of 2. E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported on 28-may-2026, that the patient¿s two infusion sets fell off during use. Infusion set was used for one hour.